Event description:
It was reported that the patient experienced acute pain and soreness near the implant pocket. The patient also experienced a loss of therapeutic effect. The patient could feel the stimulation, but it was not helping the pain. The patient tried every setting with the programmer to adjust the stimulation, but nothing helped. The patient noted that the stimulation worked for about the first 6 months and he woke up suddenly one morning with severe back pain. The patient noted that his device "stopped working." He was unable to do anything, so he was taken to a healthcare professional (hcp) and received x-rays. He was told that everything was connected. The device was not checked or reprogrammed. The patient was unable to charge the device and hadn't used it since. The patient was taking oral pain medication instead. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).